Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: estonia this medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was out of calibration and the position of the control bar was not correct. The unit and position of control bar were recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery the dermatome catches the skin on one side and jams it and there was no patient involvement noted as a result no harm or delay occurred. No adverse event was reported. Due diligence is completed for this complaint. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.